Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the investigation findings, the link was pulled from the swage-end of the posterior cuff. If the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. Therefore, the reported cuff miss was not confirmed, but the effects of the link detachment appeared to the user as a cuff miss. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that a femoral angiogram was not performed. Per instructions for use (IFU) for perclose proglide under arterial site and puncture consideration: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a posterior cuff miss occurred during suture placement using a proglide device in the left common femoral artery using the preclose technique prior to an iliac extension procedure. Reportedly, the white link was present, but as the posterior needle tip did not make contact with the posterior suture cuff no blue suture was present. The foot was parked and the device retracted until the guide wire exit port was visible. A guide wire was inserted and a new proglide device suture was placed using the preclose technique. The arteriotomy was 6f. During the interventional procedure the sheath was upsized to 14f. The interventional procedure was successfully completed and hemostasis was achieved using the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No femoral angiogram or other vessel imaging was taken. An ipsilateral femoral venous sheath was reportedly next to the arterial sheath during the catheterization and closing procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - failure to follow steps/instructions. The proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A femoral venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.